Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Upon further review it was noted that there was information provided that the suspect product will not be returned. Therefore, initial MDR should have indicated in: section h3: reason for non-evaluation: ¿other (81)¿ instead of ¿(02): device evaluation anticipated but not yet begun¿. Section h10 text should indicate ¿section h3: 81 - other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.¿ but this information was inadvertently not indicated in the initial MDR submitted. Therefore, it has been corrected in this supplemental report. The following fields were updated accordingly. Section h3: reason for non-evaluation: other (81). Section h3: 81: other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was explanted and replaced from patient's right eye (od) due to surprise refractive error 3.25. At explant the incision was enlarged and sutures were required. Visual acuity (va) pre-operative: (B)(6) 2019: od 6.75 + 0.75 x 178, va post-operative: (B)(6) 2020: od 3.25 + 0.75 x 162, va march 11, 2020: 3.25 + 0.60 x 177.